Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen between 4 and 24 hours, the site was irritated with large red marks, burning, bleeding, swollen with an abscess. The site became insulin resistant and the blood glucose (bg) levels reached 18 mmol/l (324 mg/dl). The patient visited the hospital. No other information was provided on this event.